Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The sensor kit expiration date is 30-nov-2020. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A customer reported receiving a ¿scan in 10 minutes¿ message on the adc freestyle libre sensor. The customer experienced symptoms described as ¿sweating, omitting, and confusion¿ and was incapable of self-treating. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered a shot of glucagon as treatment. Note, the diagnosis of hyperglycemia is inconsistent with the treatment of glucagon. There was no report of death or permanent impairment associated with this event.